Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported that her implant had never worked since it was implanted, she had no therapeutic effect, and she was defecating and urinating on herself. The patient said she got "suckered" into it and wanted the implantable neurostimulator (ins) removed because she had other health issues unrelated to the device therapy and needed mris. She told the doctor that she wanted to the device removed, but she was passed on to another doctor who did an adjustment. No potential event cause, troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.